Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
The patient with this pacemaker underwent a procedure to reposition the device after it was found to be superficial and positioned too laterally. According to the health care professional (hcp), because the device was not fixated within the pocket during the procedure, the patient experienced an elevated heart rate of approximately 140 beats per minute (bpm) during movement. Noise was detected, which caused the minute ventilation (mv) sensor to respond inappropriately to motion. Reprogramming adjustments were attempted, but no improvement was observed. A follow up visit was scheduled in the near future to perform additional troubleshooting. The pacemaker remains in service. No additional adverse patient effects were reported.